Event description:
The customer reported the systems' power cable was non-operational. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was replaced. The system was then found to be operating as intended.